Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a bad sensor alert on the insulin pump. Customer's blood glucose was 35 mg/dl. The customer treated their blood glucose with food. Customer attributed their low blood glucose to activity. The customer also reported several change sensor alerts with the sensor. Troubleshooting advised the customer to change out the sensor. The customer agreed to return the sensor for analysis.